Event description:
It was reported that the right ventricular lead was oversensing. A lead integrity alert (lia) was triggered for an increased sensing integrity count (sic) and two fast non-sustained ventricular tachycardia (nsvt) episodes. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were five lead failure predictor (lfp) high rate non-sustained (ns) episodes less than or equal to 205 ms average v-cycle between (B)(6) 2012, 17:08:14 and (B)(6) 2012, 18:52:44. There was one ventricular fibrillation (vf) episode equal to 130 ms average v-cycle on (B)(6) 2012, 19:22:21. A lead integrity alert was triggered; there was one patient alert for lead failure predictor on (B)(6) 2012, 14:25:32.